Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device malfunctioned. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 10/10/2024. H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. No physical damage was found on the device. Review of event log confirmed that there was a record of latch lock failure when connected cassette to the pump. Functional testing was performed and confirmed that the latch lock sensor and downstream occlusion (dso) sensor were defective. Replaced the latch lock sensor and dso sensor. Device passed functional tests post repair.